Manufacturer narrative:
Device was not returned for evaluation, however, two photos of the subject device were provided to olympus. Per review and evaluation on the photos provided, it was determined that the labeling on the device is different from the labeling on the box. The luers on the proximal end appear to be intact and the device does not have any visible defects. The box also does not appear to be damaged. A DHR review is not required as this is a known issue and corrective action is being taken in response to the reported failure. The root cause of the reported issue is unknown. Investigation is still inprogress. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during an unspecified procedure, the device ¿ezdilate balloon dilator¿ was inserted into the endoscope and when the user was trying to expand the balloon it was noticed that the inflation chart was not correct and it was wrong. The user then switched to another product and the intended procedure was completed safely. The product model and lot number used to complete the procedure was not stated. The model and serial number of the endoscope used was not provided. No patient impact or harm was reported due to the event.

Manufacturer narrative:
The device was not returned for evaluation therefore a physical inspection of the device could not be performed. The reported failure is a known issue and was being monitored under OEM (original equipment manufacturer) corrective action. Olympus will continue to monitor the field performance of this device.